Event description:
It was reported that the insulin pump alarmed no delivery, motor error and keypad would ramp up to random numbers. Customer also reported that he had been experiencing high blood glucose and treating with manual injections. Customer's blood glucose was 250 mg/dl. Troubleshooting was done for motor error and keypad anomaly. Customer declined to do troubleshooting for high blood glucose and no delivery. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had intermittent button response due to moisture damage at the keypad traces. No display ramping on its own anomaly was noted. The pump also had a cracked case at the display window corners, a cracked belt clip slot, cracked battery tube threads, and minor scratches on the display window.